Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The instrument was grasping the tissue. The black insulation was stripped and damaged. There was no arcing observed. No fragments fell inside the patient's body.